Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there is loss of capture with no noise. Technical services (ts) suspected a fracture as it appears something happened with the lv conductors. Ts recommended to have the patient evaluated in the clinic to further determine if a lead revision will need to be performed. At this time, the lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there is loss of capture with no noise. Technical services (ts) suspected a fracture as it appears something happened with the lv conductors. Ts recommended to have the patient evaluated in the clinic to further determine if a lead revision will need to be performed. At this time, the lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this left ventricular (lv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.